Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11. A DHR review was completed, and no issues were identified. The device was not returned to olympus for inspection, therefore; the reported failure was not confirmed, and no new findings could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump footswitch starts then stops; the foot switch stays flat and does not pop back up. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flushing pump footswitch starts then stops; the foot switch stays flat and does not pop back up. There were no reports of patient harm.